Event description:
The customer reported that the device loudspeaker does not have any sound. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Reporter information: (B)(6).

Event description:
Philips received a complaint on the avalon fm30 fetal monitor indicating the system displayed an error for a loudspeaker fault. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.

Manufacturer narrative:
The customer device was sent to the bench for repair and evaluation. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the device mainboard was faulty. The customer device mainboard was replaced to resolve their issue.